Event description:
During deployment of tavr balloon, balloon rupture in two pieces. Pt did have cardiac arrest during balloon deployment and was resuscitated with no further issues. FDA safety report ID# (B)(4).